Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 40, blood glucose reading 140 mg/dl. It was reported that the customer's insulin pump went into threshold suspend. The customer also had bent cannulas. Troubleshooting occurred. No significant event leading up to the event were mentioned.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor passed per specifications with accurate readings however, the cannula was found bent; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.